Manufacturer narrative:
Additional manufacturer narrative:implantation of a transcatheter heart valve inside a degenerated one is a less invasive procedure to treat valvular disease. Bioprosthetic valve dysfunction encompasses multiple failure modes/mechanisms, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Many factors can contribute to the onset and propagation of these failures including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. However, without return of device and evaluation (remains implanted), the specific mechanism leading to this event cannot be identified or evaluated. It is likely that this patient disease stage and medical condition (cad, CABG 2003, chronic kidney disease, and dislipidemia, copd, smoker) may have contributed to this event. There has been no information to suggest a device quality deficiency related to this event. Edwards will continue to monitor all events.

Event description:
Edwards received information that this bioprosthetic valve, implanted ten (10 ) years, had a transcather valve implanted inside it (valve in valve) due to senosis (40 mm gradient) and moderate to severe aortic insufficiency. It was reported that the valve appeared to have host tissue overgrowth on echocardiogram. The transcather valve was implanted with no adverse patient effects. Patient had a history of cad, chronic kidney disease, dislipidemia and smoking.